Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("device embedded") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine leiomyoma, uterine fibroids, ovarian cyst, irregular menstrual cycle, multi gravida and abnormal uterine bleeding in 2023 and heavy menstrual bleeding. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnosis: uterus and cervix (163 grams): chronic end cervicitis with extensive squamous metaplasia and tunnel cluster formation. Secretory endometrium mucosa. Uterine leiomyomata. Right and left fallopian tubes showing no significant histopathological change. Specimens received/description. Uterus, cervix, bilateral fallopian tubes. Clinical history/pre-op diag. Excessive/frequent menstruation, abnormal uterine bleeding gross description: the left fallopian tube measures 7 cm in length with a maximum diameter of 0.6 cm. The serosal surface is purple-tan to red, hemorrhagic, dusky, and smooth with three para tubal cysts ranging from 0.1 to 0.7 cm in maximum dimension. There is a frond-tike fimbriated end grossly identified. Sectioning of the fallopian tube reveals an embedded metallic coil shaped foreign body grossly consistent with e-sune device within the proximal lumen. The remaining cut surfaces demonstrate a grossly unremarkable lumen. The right fallopian tube measures 6.8 cm in length with a maximum diameter of 0.6 cm. The serosal surface is tan-pink te red, slightly hemorrhagic and wrinkled with one para tubal cyst measuring 0.5 cm in maximum dimension. There is a disrupted frond-like fimbriated end grossly identified. Sectioning cf the fallopian tube reveals an embedded metallic coil! Shaped foreign body grossly consistent with an e-sure device within the proximal lumen. [Ultrasound pelvis] on (B)(6) 2022: procedure: us pelvis transabdominal. Clinical history: pelvic pain, pelvic and perineal pain. Comparison: none. Findings: the uterus measures 8.9 x 5.8 x 4.9 cm. The endometrial stripe measures 0.3 cm, there is a small hypoechoic area posteriorly in the mid uterus measuring 1.3 cm most consistent with a uterine fibroid. Bilateral essure coils are visualized. The left ovary measures 3.1 x 3.4 x 3.9 om is unremarkable. The right ovary measures 5.9 x 3.8 x 4.3 cm with a 3.9 x 3.3 x 3.6 cm right ovarian cyst. Impression: small uterine fibroid. Right ovarian cyst measuring 3.9 cm. [Ultrasound scan] on (B)(6) 2023: uterus l 9.73cm w 5.51cm h 5.26cam, volume 147.655. Endo thickness 8.86mm. Left ovary: l 3.11cm h 2.34an. Right ovary: l 5.53cm h 4.21cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: event medical devica removal updated to devica embedded. Reporter and patient information, medical history, lab data, indication addded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("device embedded") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine leiomyoma, uterine fibroids, ovarian cyst, irregular menstrual cycle, multi gravida and abnormal uterine bleeding in 2023 and heavy menstrual bleeding. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnosis uterus and cervix (163 grams): - chronic end cervicitis with extensive squamous metaplasia and tunnel cluster formation. - secretory endometrium mucosa. - uterine leiomyomata. - right and left fallopian tubes showing no significant histopathological change. Specimens received/description. 4. Uterus, cervix, bilateral fallopian tubes clinical history/pre-op diag. Excessive/frequent menstruation, abnormal uterine bleeding gross description: the left fallopian tube measures 7 cm in length with a maximum diameter of 0.6 cm. The serosal surface is purple-tan to red, hemorrhagic, dusky, and smooth with three para tubal cysts ranging from 0.1 to 0.7 cm in maximum dimension. There is a frond-tike fimbriated end grossly identified. Sectioning of the fallopian tube reveals an embedded metallic coil shaped foreign body grossly consistent with e-sune device within the proximal lumen. The remaining cut surfaces demonstrate a grossly unremarkable lumen. The right fallopian tube measures 6.8 cm in length with a maximum diameter of 0.6 cm. The serosal surface is tan-pink te red, slightly hemorrhagic and wrinkled with one para tubal cyst measuring 0.5 cm in maximum dimension. There is a disrupted frond-like fimbriated end grossly identified. Sectioning cf the fallopian tube reveals an embedded metallic coil! Shaped foreign body grossly consistent with an e-sure device within the proximal lumen. [Ultrasound pelvis] on (B)(6) 2022: procedure: us pelvis transabdominal clinical history: pelvic pain, pelvic and perineal pain comparison: none findings: the uterus measures 8.9 x 5.8 x 4.9 cm. The endometrial stripe measures 0.3 cm, there is a small hypoechoic area posteriorly in the mid uterus measuring 1.3 cm most consistent with a uterine fibroid. Bilateral essure coils are visualized. The left ovary measures 3.1 x 3.4 x 3.9 om is unremarkable. The right ovary measures 5.9 x 3.8 x 4.3 cm with a 3.9 x 3.3 x 3.6 cm right ovarian cyst. Impression: small uterine fibroid. Right ovarian cyst measuring 3.9 cm [ultrasound scan] on (B)(6) 2023: uterus l 9.73cm w 5.51cm h 5.26cam, volume 147.655. Endo thickness 8.86mm; left ovary: l 3.11cm h 2.34an, right ovary: l 5.53cm h 4.21cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.